Event description:
Patient was found face down next to her bed in the lowest position with the bolsters in place. Facility staff called 911 & end user was transferred from ER to vipu with confirmed left hip fracture.